Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of (B)(4) delta liners manufactured with lot# 201511183. No other complaints received on the same lot#. We will send a final MDR once the evaluation will be concluded.

Event description:
Hip revision surgery due to patient pain performed on (B)(6) 2018. According to the info reported, surgeon remarks that likely cause for pain could have been the large amount of scar tissue connecting the acetabular rim and the femoral neck (onto where the femoral cut was originally done) that was encapsulated. During the revision surgery, surgeon opted for a dual mobility to provide good stability by replacing the protruded liner originally implanted on (B)(6) 2015. Stem was solidly fixed and then not revised. Event happened in (B)(6).

Event description:
Hip revision surgery due to patient pain performed on (B)(6) 2018. Surgeon remarks: "tissues had adherence to the neck of femur and capsule, potential cause of pain." According to the reported information, surgeon remarks that the likely cause for pain could have been the large amount of scar tissue connecting the acetabular rim and the femoral neck (onto where the femoral cut was originally done) that was encapsulated. During the revision surgery, surgeon opted for a dual mobility to provide good stability by replacing the protruded liner originally implanted on (B)(6) 2015. Stem was solidly fixed and then not revised. Event occurred in australia.

Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of 28 delta liners manufactured with lot# 201511183. No other complaints received on the same lot#. Since the initial report was submitted, additional information was received from the complaint source. It was reported that the initial surgery was completed on (B)(6) 2015 and was followed by two other surgeries due to pain; in these two surgeries iliopsoas release was performed, and the implant was not explanted. An additional revision surgery, in which the acetabular components were explanted, was performed on (B)(6) 2018; it was reported that "there was a large amount of scar tissue connecting the acetabular rim and the femoral neck (onto where the femoral cut was made). This is not connected to the cup, or the neck of the prosthesis. The surgeon believes that this may have been the cause of the pain." The stem was not revised as it was in a good position, and still solidly fixed. We received the pre-operative x-rays of revision surgery dated (B)(6) 2018, while the explanted devices were not available for analysis. The available x-rays were evaluated by a medical expert. According to his analysis, no implant failure and no reason for revision can be seen from the available x-rays. The cup shows a lack of anteversion but that does not necessarily mean any complication for the patient. Additionally, according to the medical expert opinion, the large amount of scar tissue connecting the acetabular rim and the femoral neck, that was noticed during revision surgery is a normal consecution after any kind of total hip replacement and cannot be the reason for the patient pain by itself. In conclusion, from the analysis of the available x-rays, there seems to be no implant related failure and the reason of pain remains unclear. Limacorporate is aware of a total of 11 cases related to post-operative pain that lead to revision surgery, involving the delta system with polyethylene liners. By considering a total of 118.732 acetabular liners (product family 5885.51.xxx - 5886.51.xxx) marketed worldwide since 2007, the occurrence rate is 0.009%. None of the above-mentioned cases have been classified as product-related; in fact, these cases are not related to a failure (e.g. Mechanical) of the prosthesis itself and are often due to the suboptimal positioning of the acetabular cup. No corrective actions planned for this case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.